Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, an unexpected reset and an unexpected shutdown occurred. The pump also indicated a data log corruption. Customer's blood glucose level was between 95-400mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged shutdown and the alleged reset issues were verified in the pump logs; however, no failures were identified. Additionally, the alleged malfunction alarm and the alleged data error alert issues were verified.